Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve pv27 was defective. The fse replaced the pinch valve, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the needle area of the coulter hmx analyzer with autoloader. The customer could not determine the exact cause of the leak. The volume of the leak was about 2 ml and was not contained within the instrument. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.